Event description:
It was reported the patient's 1-8 lead had all high impedances and the 9-16 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the 1-8 lead was replaced and the 9-16 was repositioned. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.